Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, the reporter contacted animas, that the keypad buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery. There was no serious injury associated with the complaint.

Manufacturer narrative:
Follow-up #1: date of submission 11/04/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2017 with the following findings: on investigation, the up arrow, down arrow and ok buttons were confirmed to be under responsive. The keypad cover was removed for investigation and revealed no evidence of contamination on the contacts of the keypad buttons. There was no damage to the keypad flex cable. The pump was opened for further investigation and revealed evidence of moisture corrosion on the keypad connector and the printed circuit board.